Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
A patient reported on (B)(6) 2026 that an infusion set placed at the thigh site had a bent cannula discovered more than 3 hours post-insertion, causing elevated blood glucose above 500 mg/dl during 12 hours of use.